Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device handle with 197 lives left was lifted out of the single bay charging dock and attempted to be "woken up" with no indication of battery charge, despite being on the charger for 1 week, it was returned to dock and green charging light began blinking, a few minutes later it was tested and the "commercial" began playing but cut out a few seconds in and once it got blacked out, the device showing 197 lives and full charged displayed in the top right corner and was brought used in the gastrectomy, the device fired one articulated white 30 perfectly and when reloaded 10 minutes, the gun shut down unexpectedly. They opened another device to resolved the issue and complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The most probable root cause of the incorrect reading is due to a design error with the chip. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.